Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure on (B)(6) 2018, and after the needle was in place, the patient had an anxiety/panic attack. The patient asked the physician to stop the procedure. As such the procedure was abandoned. Please note: the device information is unknown.